Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose had not been addressed prior to contacting tandem. The customer changed supplies and resumed insulin therapy.